Manufacturer narrative:
Summary of evaluation: evaluation results could not confirm the reported event and suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
During endoprosthetic replacement, the femoral head component would not fit the bipolar cup. Another device was readily available and implanted without incident. There was no adqverse consequence for the pt or delay in surgery or anesthesia time.